Event description:
It was reported that device was unable to be interrogated. The device was explanted. No further information is available.

Manufacturer narrative:
(B)(6). Device evaluation anticipated, but not yet begun.